Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to claim low audio output patient experienced on (B)(6) 2015. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).